Manufacturer narrative:
Device received with critical pump error (open book image) and a broken force sensor was detected during seating or regular delivery error alarm was present in the device trace download due to severe corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Device received with corrosion on all electronic assemblies and moisture damage on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed critical error. The customer's blood glucose at the time of incident was unknown. Customer stated she got wet today and the pump displayed critical error. The customer was assisted with trouble shoot. The customer was advised the pump needs to be replaced. Recommended customer refer to back up plan per hcp instructions. The insulin pump will be returned for analysis.